Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.device evaluation: analysis of the returned device identified: broken shell, missing shell and underweight. A visual and microscopic analysis was performed which identified: striated broken on radius and creases fold.based on the device analysis the final assessment is:a striated broken on radius assessed as surgical damage consist in the use of some surgical tool.missing shell assessed as inconclusive.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.